Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable a-eura srd-rm0019 rev 15 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
It was reported that bd unknown tubing defective/damaged the following information was provided by the initial reporter; burst tube after puncture .

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.